Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The pump was exercised for 29 hours with no power issues occurring. The complaint could not be confirmed or duplicated during investigation.

Event description:
The patient reported that the suspend history showed the pump being resumed on (B)(6), 2007 indicating that the pump may have lost power while suspended. The patient did not indicate the pump being rebooted during pump troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.